Manufacturer narrative:
(B)(4).

Event description:
The patient reported she has had a bladder infection and her urine smells like a skunk. The patient reported she was taking augmentin and her urine quit smelling but now her urine has gone back to smelling again and has constant urination. The patient also reported she had a round of cipro but she thinks that since she has had a continuous bladder infection for this length of time she needed more than just a round of cipro. The patient stated she has an allergy to nickel and she was wondering if there was nickel in the interstim and if this could be related. The infection was not confirmed. The patient reported she was going to the hospital on the day of this call to have lab work done. The patient was on oral antibiotics. It was later reported that no culture documented, no positive urine cultures available to hcp before or after interstim. All urine available cultures were negative. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.